Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: icf09b45 lead, implanted: (B)(6) 2001, icf09b58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced system infection approximately seven weeks post changeout procedures. Cultures were taken and antibiotic treatment was administered. It was also noted a previously capped right atrial (ra) lead had dislodged. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.